Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on the anterior side. Leak test and microscopic analysis were performed which identified: crease smooth opening, striated opening, wear abrasion, yellow particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as a surgical damage consistent in the use of some surgical tool and a smooth crease opening on the posterior side assessed as a fold flaw opening.